Event description:
Ous MDR - the patient had no ra sensing or capture and was diagnosed with spontaneous atrial lead dislodgement. On (B)(6) 2014, ra lead was repositioned.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.